Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the undetected upstream occlusion alarm caused by the fb2 being broken off of the processor printed circuit board (pcb). The processor pcb was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump would not detect an upstream occlusion during preventative maintenance. It was also reported that there was no pt involvement.